Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report that the keypad would not work, but they changed the battery and it worked again. The customer's blood glucose level was 162 mg/dl. The customer performed the self-test and it passed. The customer agreed to monitor the device and call back if problems persisted. Nothing was replaced or returned.